Manufacturer narrative:
Results: visual analysis of the returned extension revealed the terminal end electrode was suspended by its conductor approximately 70 mm from the end of the extension. Minor discoloration was observed in the septum but was intact. Continuity testing showed channel 1 had invalid conductor resistance. Invalid insulation resistance measurements were observed between contacts 3 and 4. No anomalies were observed that would contribute to the invalid insulation resistance measurements. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-02715.